Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the memory card was uninstalled and then reinstalled and the issue resolved. No components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding a navigation system outside of a procedure. The caller indicated that the system could not boot up. There was no patient involved with this issue.